Event description:
The user facility reported that the tr band regular deflated while on a patient's wrist. The patient was not harmed as recovery nurses attended to the deflation. The reporter stated that the staff has been screwing the tr band syringe in as if it was a lure lock and possibly damaged the inflation port. There was no blood loss. Additional information was received on 03oct2023: the tr band was deflating after being placed on the patient. There was no harm or hematoma with this patient. The staff tested the device for patency, and it did not leak from the balloon in water, however, was leaking air from somewhere else. At a later date the terumo field clinical specialist inflated the balloon and it did not leak under water, however, the valve did bubble with 20 cc of air.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, not provided. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis and 1ml of air was found in left in the balloons. No damage or deformities were noted on the balloon assembly or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is a foreign matter in the check valve. The operations quality engineer was contacted, and a nonconformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).